Manufacturer narrative:
This report is for an unknown aiming arm/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) helical blade insertion on (B)(6) 2020, the top of the coupling screw broke while it was being struck by a mallet. Part of the tfn coupling screw became incarcerated within the helical blade inserter. The helical inserter could not be removed independently and could not be disconnected from the aiming arm either. Therefore, the whole construct was backed out and another set was opened to place in a new implant. Procedure was completed successfully with a delay of twenty-five (25) minutes. Patient status is unknown. This report is for an unknown aiming arm. Concomitant devices: tfn helical blade (part: unknown, lot: unknown, quantity: 1), helical blade inserter (part: 357.372, lot: unknown, quantity: 1), mallet (part: unknown, lot: unknown, quantity: 1), coupling screw (part: 357.377, lot: unknown, quantity: 1) this is report 3 of 3 for (B)(4).

Event description:
Updated event description: it was reported that on an unknown date, during a trochanteric fixation nail (tfn) insertion, the top of the coupling screw broke off while it is inside the inserter. It was incarcerated and they need to remove the helical blade and open a new set in order to insert a helical blade into the patient. It was believed that the instruments were too old and well used. Procedure outcome and patient status were unknown. Concomitant device reported: helical blade (part # 456.303, lot # 23p4186, quantity 1). This complaint involves three (3) devices.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: h3, h6: investigation summary background: 03/25/2020: updated event description: it was reported that on an (B)(6) 2020, during a trochanteric fixation nail (tfn) insertion, the top of the coupling screw broke off when struck by the mallet when the tfn helical blade was inserted. The remaining skinny part of the tfn coupling screw became incarcerated within the helical blade inserter. Therefore, the helical inserter could not be removed independently and could not be disconnected from the aiming arm either. The only possible step was to back out the whole construct and open another set, placing in a new implant. The patient's outcome did not appear to be negatively impacted from the device breaking during insertion and the problem was fixed with a simple replacement. Fragment were generated and were removed. There was a delay of twenty-five (25) minutes. Procedure was successfully completed. Concomitant device reported: unknown helical blade (part # 456.303, lot # 23p4186, quantity 1), unknown mallet (part # unknown, lot # unknown, quantity 1). This complaint involves three (3) devices. Investigation flow: device interaction/ damage h3, h4, h6: a review of the device history record. Device history lot part number: 357.372, synthes lot number: 5836301, supplier lot number: n/a, release to warehouse date: 25 jul 2008, expiration date: n/a, manufactured by synthes brandywine. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D10: complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.